Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that the IV tubing came apart at the y-port closest to the patient.

Manufacturer narrative:
One sample of item 2426-0007 was submitted for quality investigation. Visual examination of the sample indicates that the infusion set separated at the inlet port of the most distal y-site. The customer complaint of separation other component was verified. The root cause analysis has been forwarded to the manufacturing location. The investigation into the root cause for the failure indicates that possible root cause for the failure is the incomplete insertion between components due to the incorrect solvent application method by the assembler. A quality alert was created to communicate the failure to the production staff and to reinforce the correct solvent application method and avoid the separation due to lack of solvent.

Event description:
Material # 2426-0007 batch # unknown. It was reported by customer that the IV tubing came apart at the y-port closest to the patient. Verbatim: rcc received a complaint via email. We had another incident occur with a defective ref # (B)(4) on (B)(6) 2024. The IV tubing came apart at the y-port closest to the patient. We have the defective product for your review ¿ please advise a shipping return label for investigation. Additional information received on 16sep. 1. Can you please provide the lot number of the product associated with reported issue? Packaging was not saved ¿ do not have lot #. 2. Did the reported issue result in any leaks? No medication lost. Malfunction was discovered immediately. 3. What was the impact to the patient? No patient impact ¿ reopened new IV tubing. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No medication lost, had to use another product.